Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a couple of ophthalmic polymer irrigation aspiration tips have ridge-like appearance and surgeon reported minor damage to the posterior capsule in 2 cases. Patient and procedure details were not reported. Outcome of the patient was unknown. This complaint is pertaining the one of two reports received from the initial reporter.